Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that during an implant procedure, the two left ventricular leads would not stay in the vessel. The leads were not used and another lead was implanted. No patient complications have been reported as a result of this event.